Manufacturer narrative:
Pump powered up properly after battery installation. No missing segments or partial display noted. The pump was monitored for a day and no missing segments or display anomaly noted. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a partial display. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump screen was white after exposure to security scanner at the airport. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.